Manufacturer narrative:
Product complaint #: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: what was the name of the procedure? Surgical excision on thigh. What was the procedure date? (B)(6) 2021. What is the lot number for the 2 involved sutures? Qbbwbso. Was there any adverse consequence associated with the patient? Wound healing disorder, unsightly scarring , inflammation of the surrounding area, pain when sutures are removed. Could you please clarify if steroids or antibiotics were prescribed for the skin irritation? Local antibiotic treatment: what is the surgeon expected time between the suture placement and the "absorption"? Post op after 6 weeks: what in the physicians opinion are the factors contributing to the event? Coating of suture: device return status: not available. Investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that two unopened samples of product code mpvcp497h were received for evaluation, the samples were examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured). The packets were opened, and the swage and attachment area was noted to be as expected. During the visual inspection, the sutures were correctly placed on the paper folder. Sutures were dispensed without problems and examined along the strand and no defects, damage on the suture surface could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Trade name - irgacare® active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 ¿g/m.

Event description:
It was reported that a patient underwent a procedure of surgical excision on the thigh on (B)(6) 2021 and suture was used. Post-operatively, the patient experienced irritation of the skin, wound healing disorder, unsightly scarring and inflammation of the surrounding area. It was reported that the subcutaneous suture did not dissolve after the intended resorption time and was removed by the physician, causing pain during removal. Unspecified local antibiotic treatment was given. Additional information has been requested.